Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events of oversensing and insulation damage were confirmed. As received, a complete lead was returned in three pieces for analysis. Visual examination revealed an external insulation abrasion that breached the ring electrode cable lumen with an abraded ethylene-tetra-fluoro-ethylene (etfe) coating of one cable that was proximal to the suture tie impression, which caused the reported event of oversensing. Internal insulation abrasion that breached the non-functional cable lumen was also found proximal to the right ventricular shock coil with an intact inner coil lumen and etfe coating. The cause of the reported event of insulation damage was due to the external insulation abrasion, which is consistent with friction to the device can and internal insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. During a revision procedure, insulation damage was visually observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.